Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease flat, and device appearance (observed split in patch area (ss), it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint). After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: - split in patch area (ss), assessed as a workmanship.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted

Event description:
The device has been replaced.